Event description:
As the endovive was being deployed over a guide wire the peg tube separated into two pieces and needed to be retrieved so another attempt could be made with another kit. This has been an ongoing issue with this product with several prior medwatch reports filed for the same issue. FDA safety report ID# (B)(4).